Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a physician returned a broken device. It was reported the device broke during a procedure on (B)(6), 2014. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the returned article was investigated. The inserter shows excessive hammering marks both on the surface and the underside of the metal section. The technique guide (B)(4) must referenced for correct use of this article. There is a ¿squeaking¿ noise when the chuck is rotated. This is from insufficient / no lubrication of the article with oil as recommended in the instructions that would have been received when this article was purchased. This maintenance is a requirement to keep this instrument in optimum condition. We conducted a full DHR review for this article and it was manufactured to the highest specifications and inspected before release in june 2013. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.